Event description:
It was reported that during a laparoscopic gastrectomy procedure, double feeding occurred at the first firing with the device. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Advancer. Additional information was requested and the following was obtained: what vessel or structure was the device fired on at the time of the event? Around the gastric body. Was the clip fully advanced into the jaws prior to firing? No. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? If so, when? No. Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? No information. Additional information: this event occurred at around the 5th firing. The analysis results found that the device was received in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the tip of the advancer slid toward tissue stop during two consecutive firing sequences causing that the jaws remained in the closed. The trigger was manually assisted in order to open the jaws without any difficulties noted; pear shaped clip were released. The batch record was reviewed and no anomalies were noted during the manufacturing process.